Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of the reported lot numbers 2206278 and 3086033. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, although a root cause was not determined, project 918020 was initiated to address customer complaints regarding loose caps on the microtainer ngmbt products. Root cause for the loose caps was investigated with a proposed corrective action to modify the cap design.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were two reported lot numbers for this incident. The information for each lot number is as follows: medical device lot #: 2206278, medical device expiration date: 1/31/2014, device manufacture date: 4/24/2012; medical device lot #: 3086033, medical device expiration date: 9/30/2014, device manufacture date: 3/27/2013. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the caps of bd microtainer® tubes with bd microgard¿ closure. K2edta additive came off during use. There was no report of injury or medical intervention.